Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction;

Event description:
It was reported that during the implant procedure there was difficulty obtaining stable sensing measurements while placing this right ventricular (rv) lead. During an attempt to reposition the lead a perforation occurred. No additional adverse patient effects were reported. The lead remains implanted but was deactivated.